Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and also had problems reading the screen as it was completely scratched up. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, replace battery alert, was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board the device was monitored and functioned properly. No displacement anomaly or motor anomaly noted during testing. Device received with fading serial number label. (B)(4).